Manufacturer narrative:
Visual examination of the returned reload showed damage to the retention posts and pushers; there were also staples stuck in the cartridge as had been reported. The damage to the retention posts is consistent with the reload not having been properly loaded into the stapler prior to use. The damage to the pushers occurred during firing as the staples in the reload were misaligned with respect to the anvil.

Event description:
After an ir60b reload had been fired in a laparoscopic gastric bypass procedure it was noted that all the deployed staples were malformed. Furthermore 2 staples remained in the reload after the firing. Other ir60b reloads were then used to complete the procedure.